Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was received in good visual conditions and with an (B)(4) reload present. The reload was received partially fired 2/3. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lockout. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The device achieved a complete 3 strokes, fired and cut without any difficulties noted. The staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use, battery indicator displays prematurely and the buttons do not power on the meter. These issues were not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the device was used on the gastric body. When the firing trigger was grasped, an abnormal sound was heard and the firing trigger became not to be grasped at the second stroke of the first firing. The deployed staples were malformed. The malformed staple line was cut and additional suture was performed. When the other new cartridge was loaded into the device, the device could be fired properly and the operation was finished without any problem. Reinforcement product was not used. There were no adverse consequences to the patient.